Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device and bent gripper arm were due to procedural circumstances. The cause of the reported unintended movement and difficult imaging were unable to be determined. The reported foreign body in patient was a cascading effect of the reported entrapment of device. The reported patient effect of foreign body in patient, as listed in the triclip g5 system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical interventions were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5+ degenerative tricuspid regurgitation (tr), bi-leaflet tricuspid valve, lots of chords, thick leaflets, barlowe's and severe prolapses for a triclip procedure. During the procedure, clip got stuck and was not able to be removed and was implanted on septal and lateral chords. Clip delivery system (cds) deflected a small amount crossing the valve. Additional second triclip was implanted. All steps were performed as per IFU. Imaging was difficult. The final tr was grade 4-5. There were no adverse patient effects or clinically significant delays reported.